Event description:
The report stated that prior to radio frequency ablation procedure, the water circulation was checked and a leak was found between the needle and the grip. Another needle electrode was opened and used. There was no injury.

Manufacturer narrative:
Date of initial report: 02/11/2008. The incident sample was not returned for evaluation therefore an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.